Event description:
The physician attempted to place a biodivysio sv 2.5 x 18mm stent in the proximal portion of the left circumflex artery. It was reported that during prepping of the stent delivery system, a "little" leak was noted at the y-connector. The physician decided to use the device and when he attempted to deploy the stent it was discovered that the balloon would not inflate and the stent did not expand. It was reported that the inflation device did not hold any pressure and contrast was leaking out above the y-connector. The physician removed the stent delivery system by pulling it back through the guide catheter. Another biodivysio sv 2.5 x 18mm stent was placed and successfully deployed. It was reported that the patient was stable throughout the procedure. There was no report of an adverse patient event.